Event description:
Alleged issue: customer reported that they took their german shepherd to be spayed, but death occurred due to bleeding after the surgery, because the hemoclip came off. The vet stated that a hemolok ligating clip was used.

Manufacturer narrative:
(B)(4). Device history record (DHR) review could not be conducted since the lot number was not provided. Failure mode "clip slipped off vessel" was unable to be confirmed with the picture that was submitted by the customer. Customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determine the root cause. However, the manufacturer will continue to monitor and trend relating complaints. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.